Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced low blood glucose level of 54 mg/dl, 40 mg/dl, 55 mg/dl and 43 mg/dl. The customer was treated with glucose tablet, food, juice and candy. Customer did not report symptoms related low blood glucose level. Customer using auto mode. The customer had been using insulin pump for 48 hours. The insulin pump will not be returned for analysis.